Event description:
It was reported that an arthroscopy pump was not reading pressure and a pt developed an extravasation. The pt was reported to be doing fine.

Manufacturer narrative:
No medwatch form was received from the user facility. All sections on this form completed by the manufacturer. The investigation did not verify the customer complaint of the pump not reading pressure. The pump was found to be slightly out of calibration. Conmed linvatec service records for this pump indicate that the unit was last serviced in oct 2003. The customer will be contacted to provide any additional in servicing needs on the use of this device.